Manufacturer narrative:
Insulin pump received with no button response and button error alarm due to flattened dome switch on esc and act buttons. Unable to perform functional testing including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests due to keypad anomaly.

Event description:
Customer reported that she have to go to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of the emergency room visit was over 500 mg/dl. Customer stated that she had nausea, excessive thirst, urination and was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.